Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The device was found out of specification. System error 105 was observed during power up and caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt involvement.